Event description:
The patient was implanted with herniamesh t-sling on (B)(6) 2011. Later the patient experienced recurrent urinary tract infection, low back pain, suprapubiv abdominal pain, pelvic pressure, urinary frequency, urgency, incomplete emptying severe nocturia, slow weak stream, hesitancy, bleeding from incision, stress and urse incontinence, leakage with intercourse, erosion, exposure, dyspareunia, vaginal scarring and neuromuscular problems. Between (B)(6) /2011 and (B)(6) 2012 macrobid, elavil, cystoprotec and prelief were prescribed. A revision of the sling was performed on (B)(6) 2012; a 4-5 mm section of the mid urethral sling mesh on the left side was excised. A removal of the remaining sling and an implant of a competitor's product were performed on (B)(6) 21012. Between (B)(6) 2012 and (B)(6) 2012 the patient experienced continued urgency, frequency, nocturia and inability to void; a bilateral temporary interstim lead was placed. Between (B)(6) 2012 and (B)(6) 2014 the patient experienced frequency and recurrent urinary tract infections; myrbetriq and macrodantin were prescribed.